Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device received, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. Welch allyn engineering confirmed through analysis of the log file that the system rebooted itself. Welch allyn engineering indicated that the reboot was caused by the mortara software when it was unable to save a corrupted context file coming from a bedside monitor. After the system came back up no further malfunction occurred. Evaluation: (evaluation performed via remote troubleshooting).

Event description:
The customer stated that their acuity patient monitoring system rebooted resulting in the loss of centralized patient monitoring for several minutes. This event did not result in any patient harm.